Event description:
It has been reported to philips that the longitudinal movement was slipping on the rails. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and identified that the c-arm was slipping on its track. Upon troubleshooting, the field service engineer (fse) examined the longitudinal potentiometer, rails, and bearings. It was determined that the front right bearing was somewhat tight. The philips engineer discovered that longitudinal movement could not occur without proper calibration. Upon cleaning the rails, the fse noted the presence of residual silicone, which had created slippery conditions on the tracks, along with a significant amount of black contaminants. After cleaning the rails multiple time, the philips engineer recalibrated the system. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.